Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (medical device problem code, type of investigation).

Manufacturer narrative:
A nurse called to request assistance for a gas loss alarm that had alarmed one time. She had troubleshot this by switching to another cardiosave, which resolved the alarm.she verified that all connections were secure. She reported the patient was talking and moving frequently in the bed. Esp team reviewed the nature of the alarm and the proper troubleshooting steps and stated the gas loss alarm was likely triggered by the above clinical factors. A gas gain or loss in the iab circuit takes place when a gas gain or gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain or loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period is greater than or equal to 80 msec and deflation period is greater than or equal to 250 msec. Since the device was not returned, a product evaluation could not be performed. The probable root cause of the gas loss alarm may include leaks in the iab, loose catheter connections, catheter occlusions or restrictions, or patient related factors such as movement.

Event description:
It was reported by the customer via emergency support program line that cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. No harm or injury to the patient was reported.